Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery damaged alarm. This condition had the potential interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "battery damaged alarm" was confirmed during product evaluation. The root cause was not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. This is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.